Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. It was noted that this device was implanted subpectorally.